Event description:
It was reported the device was returned with no info. There was no pt consequence.

Manufacturer narrative:
The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were completely non-functional. Intermittent activation was noted. However, it worked properly with foot switch assembly. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch hitory records were reviewed with no anomalies noted during the mfg process.